Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was retracted. Dried blood/body fluid was noted in the helix housing and tip region. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction of field, b2:outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. A new (rv) lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to dislodgment. No additional adverse patient effects were reported.